Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-17 (B)(6) (con): it was reported that information was received from a patient regarding an external device. The caller had a damaged desktop charger (dtc) cord, the connector pin broke on the dtc. An email was sent to repair to replace the desktop charger. Patient reported that the connector pin on the dtc cord had been getting loose for awhile and finally the connector pin broke on friday. Patient said that they charge their implanted neurostimulator every saturday and when they went to charge the implant the implant battery was low and almost depleted. Patient said the recharger itself was dead from not being able to charge it from the dtc so they could use the recharger to charge their implant. Patient said today they checked their implant and battery was depleted and therapy was off. Patient said they didn't know if this was related or not to the deep brain stimulator (dbs) but they said with therapy off now they felt disoriented and dizzy. Agent redirected patient to doctor and sent message to field to provide visibility to situation.

Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n#: (B)(6)) revealed that they replaced cable assembly due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.